Manufacturer narrative:
The lens was returned on the lid of the lens case component inside the lens carton. The base of the lens case was not returned. Viscoelastic was dried on the lens. The optic was cut through a large portion which included one haptic. This cut portion of the lens was not returned. The optic was cracked near the other haptic/optic junction on the anterior optic surface. The center of the anterior optic surface was scratched and had two cracked areas of damage. The posterior optic surface was cracked between the optic center and the optic edge. The posterior optic edge was also cracked. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch damage was observed. The root cause cannot be determined for the reported complaint. The lens was cut into pieces, typical of an insertion and removal. Additional lens damage was also observed. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) -filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implant procedure, the iol was noted to have a scratch on it after it was implanted. Additional information has been requested, received and stated the iol was explanted during initial procedure. There was no patient harm and the patient issues resolved.